Event description:
It was reported that a user of the ilet experienced high blood glucose after lunch, with a glucose value of 330 mg/dl and a single high-glucose alert, and troubleshooting of the infusion site revealed no issues while glucose trended downward after review of charts; education was provided on meal announcements and the correction algorithm. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued monitoring as glucose decreased. Investigation included review of device data and user-reported troubleshooting. Investigation of this case revealed no device malfunction or infusion set issue and no identifiable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.